Event description:
It was reported that the patient experienced head trauma from a syncopal episode. The device was removed for battery depletion (eri/eol), but battery voltage was not confirmed because the device could not be interrogated. It was noted that the patient may not have had routine follow-up check prior to the event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the patient experienced head trauma from a syncopal episode. The device was removed and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. Evaluation summary: battery depletion-normal it was reported that the patient experienced head trauma from a syncopal episode. The device was removed and replaced. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination battery end of life - expected device evaluated and alleged failure could not be duplicated interrogate, difficult to.